Event description:
Report was received from (B)(6) stating that the device overheated. It is known that this event did not occur during surgery. It is unk if injury or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info become available, a supplemental report will be sent. (B)(4).